Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the pacing impedance measurement, to the point of being consistently high and out of range. Reportedly, there is no noise recorded and provocative maneuvers were unable to produce noise. The shock impedance is noted within normal range. The patient will continue to be monitored at this time. The rv lead remains in service. No adverse patient effects. Upon technical services (ts) review of the device data, it was discussed that a lead impairment can not be discarded and provided troubleshooting recommendations to find the root cause of the observed measurements.